Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to bent hv pins on belt receptacle and the belt connection is intermittent. The root cause for the bent pins was unable to be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize the therapy electrodes.